Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 36 year-old female patient who had essure inserted (lot no. 869766-invalid) for female sterilisation. The patient had a medical history of birth control (essure), painful intercourse, polycystic ovaries, uterine fibroid and pelvic pain in 2018, tubal ligation in 2011 and cholecystectomy in 2008. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as bowel discomfort, polycystic ovary, thyroid disorder and cardiovascular disorder nos since 2018 as well as sterilization since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3319 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries heart revascularize: (B)(6) 1988. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2018: showed uterine fibroid and polycystic ovaries. 869766-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-oct-2023: update of information (lot number is invalid). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 05-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 36 year-old female patient who had essure inserted (lot no. 869766) for female sterilisation. The patient had a medical history of birth control (essure), painful intercourse, polycystic ovaries, uterine fibroid and pelvic pain in 2018, tubal ligation in 2011 and cholecystectomy in 2008. Previously administered products included: oral contraceptive nos. Concurrent conditions were listed as bowel discomfort, polycystic ovary, thyroid disorder and cardiovascular disorder nos since 2018 as well as sterilization since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3319 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffers from severe and permanent injuries heart revascularize: (B)(6) 1988. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2018: showed uterine fibroid and polycystic ovaries. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter information,medical history, lab data, indication, lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.